Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent urethrolysis on (B)(6) 2011 due to outlet obstructive symptom status post urethral sling. It was reported that the patient underwent mesh take-down, cystoscopy, bladder biopsy and fulguration on (B)(6) 2009 due to urinary retention. It was reported that on (B)(6) 2010 the patient underwent examination under anesthesia for cystoscopy and bladder hydrodistention due to possible mesh erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced bowel problems, interstitial cystitis, urinary frequency, and urgency. (B)(4).

Event description:
It was reported that following insertion, the patient experienced bowel problems, interstitial cystitis, urinary frequency, and urgency.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy and excision of labial mole procedures.

Event description:
It was reported that patient underwent concurrent cystoscopy and excision of labial mole procedures.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.